Event description:
It was reported that the jaws became stuck on tissue and would not open during a lap colectomy. Customer was able to pry the jaws open. Customer used a second instrument to complete the procedure. No patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the jaws closed. Upon visual inspection it was noticed that there was a staple with tissue stuck in the jaws. The jaws were forcibly opened, the jaws were cleaned and the staple and tissue were removed. The device was then tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). After the cleaning and testing, no issues were noted with opening and closing of the jaws. Care should be taken not to fire the device over staples and allow thick and fibrous tissue to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4).